Event description:
Reporter used this product for the first time for a muscle pain on the backside of his knee. He left the patch on for about 7 hours and was unable to remove it at first. When he did remove it, it tore off large chunks of skin and left him with 9 blisters on skin. He is using antibiotic ointment on skin for about 5 days and has not sought medical attention.